Manufacturer narrative:
Covidien reference: (B)(4). The service engineer (se) inspected the device and was not able to duplicate the alleged malfunction. The se performed extended self-testing on the device and all tests passed.

Event description:
It was reported that during patient use, a ventilator generated a device alert. The patient was removed from the ventilator and manually ventilated via an ambu bag before being placed on an alternate ventilator. The patient was not harmed as a result of this event.